Event description:
Related manufacturer reference# 627487-2019-06053 & 1627487-2019-06051.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-06053 & 1627487-2019-06051. It was reported the patient was unable adjust stimulation on the right lead. Reprogramming was unable to resolve the issue. High impedance had been noted in pre-op, and the patient stated that he had fallen about six months prior. During the procedure, the doctor found that the leads had partially pulled out of the ins header. As a result, the original leads were connected to a new ipg. Effective therapy resumed post-operative.